Event description:
After an implantation period of approx. 51 months, it was reported that during a lead revision due to non-capture the screw of the ventricular lead could not be re-connected to the pacemaker.

Manufacturer narrative:
The pacemaker was received for analysis. The lead under complaint was not returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for the devices were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was properly interrogated and the devices memory was analyzed. The data showed an increase of the right ventricular lead impedance. Besides that, the analysis showed no anomalies. The pacemaker was visually inspected revealing no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the pacemaker to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.